Event description:
It was reported that the platform displayed "bad battery" when the battery was good. Customer tested the batter in another autopulse and it worked fine. There was no pt involvement reported. No other info was provided. No pt impact reported.

Manufacturer narrative:
Zoll medical corporation has not yet received the device. A replacement report will be submitted if the device is received and when it is evaluated.